Manufacturer narrative:
(B)(4). Batch # r40j0u. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damaged. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition an extra anvil was received, with the anvil half washer present. Further analysis on the device shows that the trocar was received damaged. However, both anvils were possible to insert and remove from the device. The device was tested for functionality with the returned anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. While no conclusion could be reached as to how the trocar became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the anvil and the housing could not be attached smoothly. But, the anvil of another device could be attached to the device in question. Another device was used to complete the case. There were no adverse consequences to the patient.